Event description:
It was reported to boston scientific corporation that a rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown). According to the complainant, after cannulation using an olympus scope, a jagwire was inserted into the biliary. After removing the cannula from the lesion along with the guidewire, a stonetome device was introduced into the scope channel; however, during introduction, the stonetome got stuck. The whole system was removed out of the patient. When the scope channel was cleaned, the cannula tip was found in the channel and removed. Reportedly, no part of the device fell into the patient. The procedure was not completed due to this event. There were no patient complications reported and the patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device observed that the device was separated at the bonded joint and the working length of the double lumen extrusion was twisted. The single lumen was detached, the distal 27.5 centimeters of the device was detached from the bonded joint area. The proximal flared end of the single lumen was out of round and rough in appearance. The outer diameter of the proximal end of the single lumen was measured and found to be larger than the specification for an intact bonded joint. The exact root cause of the single lumen detaching at the bonded joint cannot be determined.